Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, the surgeon came to use the device and the device was misfiring and not closing the clip correctly. A second device was used which also misfired. The third device was fine. Another device was used to complete the case. There were no adverse consequences to the pt.